Event description:
It was reported that a manufacturer representative was preparing for a stage 2 implant case today and was checking the implant prior to the case. When attempting to communicate with the implantable neurostimulator (ins) with the clinician programmer they got the message ¿invalid parameters detected in the implantable neurostimulator. Press program to program valid settings.¿ this message was seen after attempting to bond the patient programmer to the implant and when trying to bypass the bonding process and simply communicate in reduced icon mode. When the message was seen, the manufacturer representative was unable to press the ¿p¿ program button and it would not let them bypass the message. The patient programmer would not communicate with the implant. The manufacturer representative tried another ins and that one worked fine with the patient programmer. The manufacturer representative returned the ins.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. Product ID 8840, product type: programmer, physician. (B)(4).